Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included ibuprofen since 2010 and triamcinolone acetonide since 2019. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain ("pelvic pain"), headache ("headaches/migraines / headaches") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced tooth disorder ("dental probs"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), limb mass ("rash/bumps on arm") and arthralgia ("joint pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, limb mass, tooth disorder, headache, nausea, weight increased, vaginal discharge and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, genital haemorrhage, headache, limb mass, nausea, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date is (B)(6) 2008 essure confirmatory test was done on (B)(6) 2008. Essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram in (B)(6) 2009: not provided. Imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified) result was unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received. Event added: vaginal discharge and joint pain. Event clubbed and pt term updated: rash/bumps on arm. Event clubbed: headaches/migraines / headaches. Reporters, lab data and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed'), abdominal pain ('abdominal pain'), back pain ('back pain'), dysmenorrhoea ('dysmenorrhea (cramping)') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included ibuprofen since 2010 and triamcinolone acetonide since 2019. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain, headache ("headaches/migraines / headaches") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced tooth disorder ("dental probs"). In 2017, the patient experienced dysmenorrhoea and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage, abdominal pain, back pain, rash papular ("rash/bumps on arm") and arthralgia ("joint pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, rash papular, tooth disorder, headache, nausea, weight increased, vaginal discharge and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, genital haemorrhage, headache, nausea, pelvic pain, rash papular, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date is (B)(6) 2008 essure confirmatory test was done on (B)(6) 2008. Essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: not provided. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) result was unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction received. Correction due to discrepancy between coding action item and match point coder query. No new follow-up information was received from the reporter.